Manufacturer narrative:
Correction to h6: the correct medical device problem code is a24. Additional, changed, and/or corrected data.

Event description:
Healthcare professional also reported right side "right incision had a 1 cm opening with darkness and upon palpitation this is the patient's breast implant exposed."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "extrusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side extrusion.

Event description:
Healthcare professional reported right side extrusion. The device has been explanted.